Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided information for a complete pump reset. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.